Event description:
The procedure was extremely painful! I felt all 4 injections to numb the cervix and uterus and I felt the procedure itself. Lots of pain and pressure. I vomited during the procedure. One coil would not disengage properly and the other did not go in very easily. I have had nothing but constant pain and pressure where my tubes are since. I am taking pain meds around the clock now just to function.